Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that during a thyroidectomy a patient experienced right vocal cord injury in a case where a medtronic nim was used. It was noticed towards the end of the case that the nerve was cut. They tried to suture the nerve back together. They are unable to provide the current status of the patient at this time as it will take time to tell. There was no allegation from the facility that there was any malfunction or deficiency with the nim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.